Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left common iliac vein extending to common femoral vein. An 18-4/5.8/75 xxl" esophageal balloon catheter was advanced for dilation. It was inflated several times inside a wall stent in the common iliac vein. The device was also used to inflate the external iliac vein and in common femoral vein as well. After inflations, the balloon was deflated and when the device was about to be removed, it was noticed that the balloon was no longer attached to the catheter. The catheter was removed and the balloon had detached and was within the superior vena cava. The detached balloon was pushed down with a wire and a gooseneck snare that access into the common femoral vein with a 10fr sheath. The balloon was attempted to be removed through the sheath out of the common femoral vein, but was unsuccessful and then the sheath was removed. The balloon was also attempted to be removed directly through the gooseneck snare, but was unsuccessful. A 20fr sheath was then placed in the common femoral vein and the same gooseneck snare was used. The detached balloon was then successfully removed. There were no post procedural patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer detached 5mm proximal from proximal balloon bond. The balloon bond was intact. There is also evidence of outer damage/stretching along the balloon area of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use. Multiple kinks and stretching were observed along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left common iliac vein extending to common femoral vein. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. It was inflated several times inside a wall stent in the common iliac vein. The device was also used to inflate the external iliac vein and in common femoral vein as well. After inflations, the balloon was deflated and when the device was about to be removed, it was noticed that the balloon was no longer attached to the catheter. The catheter was removed and the balloon had detached and was within the superior vena cava. The detached balloon was pushed down with a wire and a gooseneck snare that access into the common femoral vein with a 10fr sheath. The balloon was attempted to be removed through the sheath out of the common femoral vein, but was unsuccessful and then the sheath was removed. The balloon was also attempted to be removed directly through the gooseneck snare, but was unsuccessful. A 20fr sheath was then placed in the common femoral vein and the same gooseneck snare was used. The detached balloon was then successfully removed. There were no post procedural patient complications reported and the patient's status was fine.